Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for (B)(4), lot number z000008139, identified no relevant deviations or anomalies. Product examination found that there was a deformation of the trigger contacts so that the circuit could not be completed on either high or low mode. Also, there was a large piece of particulate stuck between one of the batteries and the corresponding battery contact inside the battery pack. Fixing both of these defects allowed the unit to function normally. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer pulsavac fan spray device didn't work at all from the time of opening. On inspection it was noted that a foreign substance was inside of battery pack. No adverse events were reported as a result of this malfunction.